Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, corroded quick connect, printed circuit board (pcb) had liquid bleed on the liquid crystal display (lcd), pole clamp discolored, main block corroded, microswitch was bent. Per functional testing, the pump was not working, and heater was corroded. The complaint was confirmed. The cause was a faulty pump. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, heater, pcb, pole clamp, quick connect, main block, microswitch. Performed preventative maintenance (pm) and calibrated. Device passed all functional tests after the repair.

Event description:
It was reported that the device temperature was low, pump not working or recirculate water during testing. There was no patient involvement and no patient harm/adverse event reported.